Event description:
Customer wanted to change the intubating introducer and used an intubating catheter for this but perforated one lung. Update as per complaint form received (B)(6) 2013: "patient is a ten year old boy with a placed tracheal cannula (surgical construction of a stoma). The physician tried to change the tracheal cannula (from 6 mm tracheal cannula to an 8 mm tracheal cannula). This change has been performed with a bronchoscopy view. The physician used the frova intubating introducer as a guide rail if the tracheostoma should constrict. The physician knew that de frova intubating introducer is not intended for this indication. The physician removed the stylet out of the frova intubating introducer and placed frova intubating introducer through the tracheal cannula in the trachea of the patient. Suddenly it had started to bleed. There was a pulmonary hemorrhage occurred. The physician could not see bronchoscopically what the cause of the bleeding was. There was no direct injury recognized. According to the doctor this bleeding could have arisen spontaneously due to the cardiac disease of the patient. The physician removed frova intubating introducer immediately. The physician aspirated the blood and gave the patient suprarenin and coagulation-stabilizing drugs." The rep was discussed the difficult airway products with the physician and also discussed the indication for each product. The rep has also offered workshops for the pediatric intensive care unit regarding difficult airway products. Event is still under investigation.

Manufacturer narrative:
Lot number unknown as not provided by reporter. Expiration date unknown as lot number is unknown. Lot number is unknown. Perforation is labeled. Unknown as lot number is unknown.